Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
During the shift check, the autopulse platform (sn (B)(6)) displayed a "system error, out of service, revert to manual CPR' error message". No patient involvement.